Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: air and water tube had foreign material and olympus could not identify the foreign material and could not specify cause of the material remaining in the device. The event can be detected/prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. In additional based on chapter 3 section of cleaning, disinfection and sterilization procedures: after using the endoscope reprocessor. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. If you are uncertain as to the ability of your endoscope reprocessor to clean and high-level disinfect endoscope including all channels, contact the endoscope reprocessor supplier for specific instructions and or connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had a control knob problem, the adhesive came off, and the angles did not turn 90 degrees. The issue was found after the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was reprocessed according to the product instructions for use before being returned for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the air/water tube and cylinder had foreign material. There was a gap in the adhesive area between the plastic cover and distal end. The grip was shaved. The switch box had a dent. The air/water cylinder had no color. The suction cylinder had no color. The forceps channel port had a dent. Due to damage on the pipe protecting the forceps elevator wire, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The distal end(nozzle) had a dent. The adhesive around the objective lens had a chip. The light guide lens had a crack. The connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.